Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent abdominal exploration with running of the lg and small bowel on (B)(6) 2008, due to pelvic adhesions, status pos supracervical laparoscopic hysterectomy. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, lso and lysis of ovarian adhesions due to dysmenorrhea, menorrhagia, left lower quadrant pain, endometriosis, enlarged fibroid uterus and adhesions.